Event description:
Investigation results out of complaint (B)(4) (8010762-2015-00328). The product has been investigated in the laboratory of the MFR with the following results: during testing the product for tightness a fluid leakage at the de-aeration membrane of the oxygenator was detected. (B)(4).

Manufacturer narrative:
The product has been investigated in the laboratory of the MFR with the following results: during testing the product for tightness a fluid leakage at the de-aeration membrane of the oxygenator was detected. The event report of complaint # (B)(4) was not describing this issue. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance mgmt for review and determination of applicable investigation. Due to this no further action will be completed at this time.